Manufacturer narrative:
The device is still at the facility. Photos submitted show wear pattern consistent with prolonged deformation over time. The failure of the tombstone to pull through the carry bar and top plate are clearly evident. Lack of preventative maintenance and pre-use inspections. No corrective action. The importance of preventative maintenance and visual inspection is stressed in the user and technical manuals provided with the product, in addition to regularly- released bulletins. Specifically, the technical manual states to confirm that, "all bolts in connection with the carry bar inspected, greased, tightened." Worn components replaced."

Event description:
F550 had the carry bar assembly break away form the boom of the lift. Injury occurred. Date of incident and details of injury unknown.